Event description:
Phlebotomist claims that while attempting to activate safety shield with right hand, shield broke off and phelbotomist sustained needlestick to thumb of right hand. Claimed that hinge on safety shield cracked and broke off. Phlebotomist is currently receiving preventative medication and have invitro bloodwork.